Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a ventilator leak test had failed when an mr290 autofeed humidification chamber was used. After the mr290 chamber was exchanged, the ventilator leak test had passed. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) for inspection. The chamber was visually inspected and pressure tested to check for leaks. Results: no visible damage was found. The pressure test revealed that the complaint mr290 chamber performed outside of specification. A leak was identified at the connection between the spike and feedset tube. A lot check revealed two other complaints of this type for lot number 110704. Conclusion: the feedset spike connection was found to be leaking air. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if it was in a broken state during testing. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).